Event description:
Customer called stating that their meter has been reading high. The meter reported a result of 380 mg/dl, the pt was treated according to these results and ended up in the hospital. The customer is concerned that they have been over medicating based on false results. An evaluation of the system was conducted over the phone which determined that the meter was working within specfications. Customer asked to return for further evaluation and a replacement was provided.